Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms&s that the patient is unable to flush her power PICC. The PICC was placed on (B)(6) 2017. The device was working well at the hospital. The healthcare professional was able to flush and draw blood. Patient was discharged on (B)(6) 2017. The dressing was changed and now the patient is unable to flush the line and is asking if the catheter could be kinked. This is delaying the administration of IV antibiotics and may require the patient to go to the ER for assistance. Ms&s advised the patient to contact the home nurse that changed the dressing, as the PICC could possibly be kinked. No patient injury was reported.